Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that an error message appeared for u511 short circuit when the seal/cut function was activated. The evaluation also found the teflon pad damaged, with a split exposing metal underneath the pad. The error message had appeared because of the damage. Based on similar reports, a potential cause for the teflon pad damage is operator's technique. The instruction manual contains several warning statements to prevent damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure, the instruction manual also recommends that a spare be available during the procedure in the event of device malfunction.

Event description:
Olympus was informed that during an unknown procedure, the device generated probe errors. The device was removed from service, and the procedure was completed with a similar device. There was no report of patient injury.